Manufacturer narrative:
Product analysis: the product valves remain implanted and the delivery catheter system (dcs) was discarded by the customer; therefore no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Information references the main component of the system. Other relevant devices are: product ID, [evolutpro-26-us], serial/lot (B)(4), use by date [2019-06-29], UDI [(B)(4)]. Product ID: [enveor-n-us], serial/lot [(B)(4)], use by date [2018-05-12], UDI [(B)(4)]. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during deployment of this transcatheter bioprosthetic valve, upon release at 1mm below the annul us, the valve dislodged to -2mm on the non-coronary and -1mm on the left coronary cusps during removal of the delivery catheter system (dcs). The physician reported that the guidewire contributed to the nose cone not centering following valve deployment and may have contributed to the dislodgement of the valve. Severe paravalvular leak (pvl) was noted and multiple balloon aortic valvuloplasties (bav) were performed unsuccessfully. The patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. Cardiopulmonary bypass (cpb) was initiated and a second transcatheter valve was implanted 5mm below the first valve. Subsequently, a coronary occlusion occurred and multiple attempts to cannulate the coronary arteries were unsuccessful. Coronary artery bypass (cab) was performed and the grafts were implanted at 10mm above the annulus. The patient was transferred in critical condition and expired in the recovery room due to cardiogenic edema.